Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons were not working. Customer¿s blood glucose was 6.4 mmol/l at the time of incident. Customer stated that the battery compartment was damaged. Customer declined troubleshooting for buttons were not working. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device received with cracked case(battery tube).